Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/07/2015 with the following findings: review of the black box data revealed record of the last basal delivery was dated january 8, 2015 and the last record of bolus delivery was on december 15, 2014. The black box data revealed a temporary basal program run for december 6, 2014 to december 7, 2014. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. On investigation, the pump was exercised for 24 hours without issue, errors, alarms or warnings and revealed the pump was delivering accurately. The pump was determined to be operating within the required specifications. Investigation did not duplicate the alleged inaccurate delivery issues.